Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a glidescope spectrum directview mac s3, the image on the glidescope monitor was black. On closer examination of the blade the anesthesiologist reported that the light at the tip near the camera was not turning on. The procedure was completed using an unknown model laryngoscope, which was made available in an unspecified amount of time. No harm to the patient or user was reported.